Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The event was further described as ¿capd associated peritonitis¿ however, the cause was not reported. The peritonitis was manifested first by cloudy pd effluent and then by bloody pd effluent. On the same day as onset, the patient was treated, as an outpatient, for the peritonitis with ceftazidime and cefazolin (doses, frequencies, and routes not reported). On the morning two days after onset, the patient¿s pd effluent was red (bloody) and on the same day, the patient was admitted to the hospital for the event. On an unreported date, the antibiotic treatment for the peritonitis was changed to gentamicin and vancomycin (doses, frequencies, and routes not reported). The treatment was administered for 12 days. Three weeks later, the patient was discharged from the hospital. It was stated that ¿last (not further specified) no bloody effluent has occurred¿. The action taken with physioneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.